Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad program administrator reported the patient had a partial disconnect of the bend relief from the sealed outflow graft. No further details were provided to the manufacturer.

Manufacturer narrative:
Information previously submitted to the manufacturer indicates that the patient was successfully transplanted 8 months post implantation of the lvad. According to the manufacturer's records, the lvad had been explanted as a non-reportable routine transplant and was returned for analysis 4 months prior to this report of the patient's bend relief being disconnected from the sealed outflow graft. The manufacturer is attempting to acquire additional information from the hospital regarding the event. These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.